Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The root cause of the high current was undetermined.

Event description:
Additional information was received indicating the device was replaced to resolve the event.